Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4).

Event description:
It was reported that, "on (B)(6), during the turning the body, the cvc with luer-hub (brown) fell off from the left clavicle. Since the patient no longer required the catheter for medication administration, it was promptly removed. There was no reported patient harm or consequence."

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The complaint of extension line / luer hub separation cannot be confirmed by the customer photo. The photo revealed that the catheter was inserted into the patient; however, there was not clear visual evidence of a separated distal extension line (brown luer hub) as reported. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and two containment actions were identified. Planned deviation non-conformances were initiated. These planned deviation non-conformances were initiated to manufacture under optimized process parameters for molding the ex-tension lines into the luer hubs and to increase the sampling plan. These planned deviations are relevant to the failure mode of this complaint. "Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Position patient as appropriate for insertion site. Subclavian or jugular approach: place patient in slight trendelenburg position as tolerated to reduce risk of air embolism and enhance venous filling. Position patient as clinically indicated to reduce risk of potential air embolus." The complaint of extension line / luer hub separation cannot be confirmed by the customer photo. The photo revealed that the catheter was inserted into the patient; however, there was not clear visual evidence of a separated distal extension line (brown luer hub) as reported. A complete visual inspection could not be performed as no sample was returned for analysis. Without the device to eval-uate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) during the turning the body, the cvc with luer-hub (brown) fell off from the left clavicle. Since the patient no longer required the catheter for medication administration, it was promptly removed. There was no reported patient harm or consequence."